Event description:
Revision surgery for an iatrogenic acetabulum bone fracture about 11 days after the primary. According to the surgeon, post-op x-rays suggest possible overreaming. The fracture is also attributed to the patient's poor bone quality (a woman of 87 years old). The patient had poor bone quality. All components were revised successfully.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs manager: a revision surgery was required a few days after the primary tha due to a periprosthetic acetabular fracture. The fracture was reported as iatrogenic, most likely resulting from over-reaming or weakening of the acetabulum during impaction in a patient with poor bone quality. No traumatic event was documented. The only available imaging (a single CT scan slice) confirms the presence of the acetabular fracture but does not allow for any further clinically relevant assessment. Based on the information available, there is no indication of a device defect or malfunction. Batch review performed on 28 july 2025: lot 2504484: (B)(4) items manufactured and released on 17 april 2025. Expiration date: 30-march-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. The fracture likely resulted from over-reaming or excessive force during impaction, which may have compromised the integrity of the acetabulum, particularly in a patient with poor bone quality.